Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (abdomen), while wearing the device for longer than 48 hours. The patient reports having redness as well as a bump and feeling warmth at the pod infusion site. The patient had spoken to urgent care by phone. The patient was prescribed an antibiotic. The patient reports after 4-5 days of using the antibiotic the infection had gotten worse. The patient went to their primary care physician and was prescribed a different antibiotic then what was prescribed at urgent care. The patient was able to apply a new pod at a different location.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.